Manufacturer narrative:
(B)(6). The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and the shipping inspection recored of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device has not been received.

Event description:
The user facility reported guidewire breakage on the involved device. The following information was provided by the user facility: (1) the patient was report to be 5ft 9in tall; (2) the procedure was an coronary angiogram, pci distal lm pci mid to distal cx to cover and exclude distal run-through wire separation (distal stent edge wire entrapment), the run-through wire was entrapped by a stent, causing the tip to break off; (3) the health care professional was not able to retrieve, and deployed synergy stent; (4) the nc balloon was successful; (5) blood loss was reported to be less than 250cc; (6) there was zero percent residual; (7) there was no thrombus, stenosis, or perforation; (8) the pci was successfully completed; and (9) it was reported that the patient is in good condition with no effects from the foreign body. On april 28, 2017 terumo received the user facility medwatch report (B)(4). "Event desc: complication during procedure: when removing runthrough ns wire after deployment of a new stent, the end of the wire became detached on a stent that was distal to the newly placed stent. Utilizing modified seldinger fluoro guided technique, retrograde left common femoral arterial access was gained with placement of a 6-french sheath. Description of procedure event: after identification of appropriate anatomy and suitable lesion(s) requiring intervention, percutaneous coronary intervention (pci) was undertaken as follows: utilizing a 3.5 ebu 6 fr. Guide catheter, the lm was engaged and the lm-->cxm3 easily wired. The 80-85% lm and ostial circumflex (cx) were pre-dilated with a 2.5 mm nc balloon, and a event desc (con't): .5x16 synergy stent was placed and post dilated to 3.0 mm. In removing the balloon and wire together, the wire tip became entrapped in the distal edge of the cx stents in the proximal m3 and the last 22-24 mm of runthrough tip separated and was entrapped. A decision was made to exclude the wire fragment with further stent within stent and the vessel was re-wired with an 0.014 runthrough hypercoat wire and distal stent edge and ex stents dilated with a 2.5x12 nc balloon. A guideliner was placed to ease vessel access and 3 stents were placed as follows: distal 2.25x8, mid 2.25x12 and proximal 2.25x12 fully covering and excluding the wire fragment and improving the flow and appearance of cxm3 and small m2. Pt had no chest pain, hemodynamic instability, or EKG change. Finally, the lm and proximal cx "stentwich" were again post dilated with a 3.25 mm nc balloon. At end of the procedure there was 0% residual, thrombolysis in myocardial infarction (timi) 3 flow and all catheters and wires were removed. What was the original intended procedure? Pci 1. Pci of distal lm/prox ex trunk 80-85% isr timi flow pre pci: 3. Timi flow post pci : 3 lesion complexity: high (c) 0% residual stenosis, timi 3 flow. Excellent appearance with no evidence of dissection. 2. Pci of mid cx trunk--> proximal m3 improving appearance of 40-60% distal stent edge lesion and fully excluding and entrapping 22-24 mm distal runthrough tip seperation fragment lesion complexity: high (c) 0% residual stenosis, timi 3 flow, excellent appearance with no evidence of dissection, thrombus or perforation. Of small m2 appears improved. Conclusions: cad: 3 vessel and svg-rca as above. Successful pci with synergy des as above of distal lm->prox. Ex and mid to distal cx excluding and fully covering coronary guidewire tip seperation fragment."

Manufacturer narrative:
This report is being reported as follow up no. 1 to provide the completed investigation results and update. It was initially reported that the device was available. It has now been determined that the device is no longer available. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based on a retention sample from the reported product code/lot number combination and the device history records. Visual inspection revealed no defects. Magnifying inspection of the platinum coil segment (0mm-30mm from the distal end) revealed no defects. Magnifying inspection of the stainless steel coil segment revealed no defects. The outside diameter on the coiled segment was measured and confirmed to meet manufacturer specifications. Magnifying inspection of the uncoiled segment revealed no anomalies and the ptfe coating was confirmed to be intact. The shipping inspection record of the involved product code/lot# combination was reviewed for the result of the distal tip fracture resistance test with no relevant findings. The shipping inspection record of the involved product code/lot# combination was viewed for the result of the distal tip mobility performance test with no relevant findings. There is no evidence that this event was related to a device defect or malfunction. The exact cause cannot be determined based on the available information, the investigation result verified that the retention sample was the normal product. The potential for such an event is addressed in the warnings section of the instructions-for-use by statements such as the following: "manipulate the runthrough ns slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under high resolution fluoroscopy. Manipulate the runthrough ns carefully when crossing it through a deployed stent. Stent migration, stent deformation, or breakage or separation of the runthrough ns may be caused if the runthrough ns is caught by the deployed stent". All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date and completed investigation. It was reported in follow up no. 1 the device was not evaluated due to the actual sample not being returned, however the device has been returned. The actual sample was received for investigation. Visual inspection revealed the niti core wire had been fractured at the distal extremity of the device. The platinum coil and the stainless coil had been fractured off at the joint with the niti core wire located at approx. 23mm from the distal end of the device and the fractured platinum coil portion was absent on the place it should be. The stainless steel coil had been jumbled on the segment adjacent to the joint with the niti core wire, on approx. 24mm - 28mm from the distal end of the device. 2. The length of the portion of the niti core wire which had been platinum-coiled was measured and compared with that of the retention sample of the involved product code. The niti core wire of the actual sample was found to be shorter than that the retention sample by approx. 7mm in length. Niti core wire of the actual sample: approx. 23mm niti core wire of the retention sample: approx.30mm. Approx. 7mm of the niti core wire is likely to be missing from the actual sample. Unraveled coil was difficult to be measured for the exact length, therefore, possibly missing portion was not determined. Magnification revealed no anomalies. The outside diameter of the stainless steel coil was measured on the undamaged side and met manufacturer specifications. The thickness of the niti core wire was measured on the segment adjacent to its fracture end. It was found to be comparable with that of a retention of the involved product code. Actual sample: measured at a point adjacent to the fracture: approx.28 m. Retention sample: measured at approx. 7mm from the distal end of the device: approx. 27 m - 28 m. Electron microscopic inspection of the lateral side of the fracture of the niti core wire revealed the thickness had been diminished toward the end with the end of the fracture being in an oblique shape. Electron microscopic inspection of the fracture cross-section of the niti core wire revealed the generation of the dimple pattern (crater-like concaves) on the surface. A run through ns retention sample of the involved product code, in the state of being trapped at the distal end of the platinum coil, was exposed to each force as follows. As a result, the niti core wire inside the platinum coil got fractured. Subsequently, during withdrawal of the run through ns sample, the platinum coil was unraveled first and then fractured at its joint with the stainless steel coil and the niti core wire. Subsequently, the state of the fracture of the niti core wire was inspected under electron microscope. Exposure to pulling force: the fracture end had become diminished and diagonal in the shape with the generation of the dimple pattern on the fracture cross-section. This state is found to be similar to that of the fracture of the niti core wire of the actual sample. Exposure to torque force: the core wire got distorted at the fracture. This state was found to be different from that of the fracture of the niti core wire of the actual sample. Reproductive test: jumbled stainless steel coil: a runt through ns retention sample of the involved product code, with the platinum coil segment being trapped at approx. 20mm from the distal end of the device, the run through ns sample was subjected to one-way repetitive torque force. As a result, the stainless steel coil got deformed on the segment adjacent to the joint where the platinum coil, stainless steel coil and the niti core wire were fixed to one another. Product structure and the mechanism of the occurrence of jumbling on the coil. This product has the structure, where the platinum and stainless steel coils and niti core wire are fixed to one another at approx. 30mm from the distal end of the device. The stainless steel coil and the niti core wire are fixed to each other at approx. 250mm from the distal end of the device. The coiling is applied to the niti core wire in a clockwise direction. Due to this structure, when the coil is subjected to torque force clockwise, the coil pitch becomes thicker. With the application of torque force counter clockwise, the coil pitch becomes rough. When this product is subjected to consecutive one-way torque force in a clockwise direction, the coil may go up over itself and get jumbled. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.